Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phaco handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The hp was received for evaluation. A visual assessment of the returned sample revealed that the handpiece was third party repaired. Functional testing was not performed on this handpiece, which states, ¿no functional testing is required to be performed if the handpiece is found to have been third party repaired.¿ the handpiece was found to be repaired by a third party. Therefore, the handpiece was not functionally tested. As such, the root cause of the reported event cannot be determined conclusively. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the surgeon presses the foot pedal there was no power output with phacoemulsification handpieces (hp's). The procedure details and patient harm was provided additional information has been requested.